Event description:
Boston scientific received information that this system was exhibiting an increase in shocking impedance measurements which were 44 ohms at implant and most recently were 133 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.